Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. Evaluation revealed the liquid crystal display (lcd) was not working. There was no harm or injury reported. The lcd needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.